Event description:
It was reported that fracture and noise were observed. The lead was explanted and replaced. The procedure was completed successfully without adverse consequences to the patient. The patient was in stable condition following the procedure.